Event description:
T2 femoral retro grade and bipolar surgeries were performed on (B)(6) 2017. 3 weeks after the surgery, the full load rehabilitation has been started. Then refracture and the nail breakage were found on (B)(6) 2017. Revision surgery was performed on (B)(6) 2017.

Manufacturer narrative:
Referring to the product inquiry the broken femoral nail, a/r t2 femur ø9x200 mm is the primary product. The reported 4locking screws and the end cap are considered associated products. Failures in material or manufacturing were not found. Review of the device history records for the reported nail revealed no discrepancies; the device was documented faultless prior to distribution. The complaint is about a broken femoral nail, a/r t2 femur after an implant residence time of 1 month. The shaft of the received nail is completely broken at the level of the second proximal ml screw-hole. The appearance of damage and the evidences of the breakage surfaces suggest that the nail broke in a fatigue fracture due to overload. The nail shows considerable plastic deformation (bend) around the breakage area. Referring to the damage pattern, in particular the considerable bend around the breakage area it cannot be excluded that a misstep or fall of the patient had contributed to the reported event. The available information and the x-ray images were presented to a consulting health care professional for review. His comments (excerpt from conclusion): ¿(¿) with the decision for the hemiarthroplasty and the retrograde nail the surgeon voted for an option in which the patient and the nail is put into a high risk of implant failure. The fracture site ends just below the proximal screw and-because it is almost the middle of the femoral shaft- the sheering and rotational forces reach the highest values here. Although it is a difficult question what to decide in the first place the decision for this nail/hemiarthroplasty combination was wrong. And the failure of the implant is due to the wrong indication it was chosen for. Based on the above the root cause of the reported event is not linked to a deficiency of the device, but is rather considered user related (wrong indication). Review of complaint history, CAPA databases, risk analysis and labelling did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
T2 femoral retro grade and bipolar surgeries were performed on (B)(6) 2017; 3 weeks after the surgery, the full load rehabilitation has been started. Then refracture and the nail breakage were found on (B)(6) 2017. Revision surgery was performed on (B)(6) 2017.